Manufacturer narrative:
Batch review performed on 25 august 2020: lot 1822656: (B)(4) items manufactured and released on 30-sept-2019. Expiration date: 2024-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: few weeks after bi-level fusion with pedicle screws (different manufacturer) and interbody devices, one of the level shows an expelled cage and loose screws. This may be due to an unforeseen movement of the patient or a lack of compression, as well as to poor bone quality in the pedicles. There is no hint that the adverse event was caused by a defective device.

Event description:
Primary surgery was performed on (B)(6) 2020. Tlif surgery was performed with the mectalif oblique cage and competitor's pedicle screws at l3-l5. Pedicle screw 7mm was inserted into the l3-l5, and the mectalif oblique cage h10mm was inserted into the l3-l5, and the mectalif oblique cage h9mm was inserted into the l4-l5. 2 weeks after the primary surgery, the surgeon discovered the back out of the mectalif oblique cage and the loosening of the pedicle screw at l4-l5 by CT scan. Revision surgery was performed on (B)(6) 2020 (1 month after primary surgery). The surgeon replaced with the one more bigger size with the all pedicle screws. The surgeon removed the mectalif oblique cage h9m from the patient vertebra, and inserted the mectalif oblique cage 12x28x12 l5°. The surgeon impacted the mectalif oblique cage with the hammer in order not to be back out again.